Event description:
It was reported that pump experienced repeated malfunction alarms with code displayed on screen and no events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was advised that replacement pump would have updated software.